Event description:
In 2004, a dual hickman catheter was inserted using a left subclavian approach. Unfortunately this catheter became disrupted 7 days later. The surgeon service was contacted and asked to remove the catheter and insert a new device. The catheter placed was noted to exit along the left anterior axillary line lateral to the breast. The catheter was cut off distal to the exit site. A same caliber j wire was obtained. The insertion site just below the clavicle was reopened. The catheter was pulled from the exit site to the insertion site. At this point, multiple attempts at passing the wire through the dual lumen catheter were ultimately unsuccessful. The wire could be advanced under direct fluorosocpic control into the central circulation, but not out the tip of the catheter. After multiple attempts, it was felt that the catheter should be removed and a new insertion attempted.